Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. While prepping the 3.5 x 12mm liberte' bare metal stent, the stent came off the balloon. The procedure was completed with another liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.